Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user experienced severe vomiting, described as dark in color. No confirmation of gastrointestinal bleeding at this time. Due to the vomiting the user drove themselves to the emergency room. They were admitted that night and remained hospitalized until their release on (B)(6) 2025. During admission, the user was diagnosed with bilateral pulmonary embolism, and elevated blood glucose levels, which their healthcare provider indicated might be related. The highest reported blood glucose level during the event exceeded 300 mg/dl and remained elevated for several hours. The user did not utilize backup therapy or conduct ketone testing prior to seeking medical attention. While hospitalized, the user received intravenous insulin. Upon discharge, the user contacted customer support on 26-jan-2025 to request assistance with pairing their dexcom g7 continuous glucose monitor back to the ilet system and resumed using the ilet.